Event description:
Patient is a 70 year old male, brought to hpmc on (B)(6) 2023 from nursing home for desaturation. Patient was placed on bipap per orders, and admitted to dou. On (B)(6) 2023, code blue was called, obtained rosc, and patient was transferred to ICU for higher level of care. Patient was difficult intubation, after airway was established, pilot balloon was not maintaining pressures. Patient was re-intubated using same size ett with no complications. Ett was saved for investigation. Upon investigation, ett was submerged in water and pilot balloon was inflated using 10cc syringe. Bubbling noted around cuff. Will notify vendor.